Event description:
It was reported that the left ventricular (lv) lead had a high capture threshold. The lv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was inadvertently dislodged during the extraction of the other leads. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.